Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that the customer experienced a high blood glucose level of 441 mg/dl. The customer experienced no symptoms at the time of the event. The customer treated the high blood glucose with a manual injection of insulin. The customer's parent reported having issues with the infusion set. The parent stated that the infusion set was not able to be used which caused the high blood glucose. Troubleshooting was not provided. The infusion set issue was not able to be resolved. It was not stated if the auto mode feature was in use. The insulin pump will not return for analysis.